Event description:
Our rep is reporting that during an arthroscopic meniscal repair the mitek meniscal applier failed to function, trigger squeeze felt "crunchy" and the device would not deploy the fixation device. As a result of the malfunction, the area of the meniscus to be repaired became further damaged. The surgeon reverted to a "partional" meniscectomy to accomplish the repair without further incident or harm to the pt. Facility retaining possession of the device.

Manufacturer narrative:
At this point in time, the facility is retaining possession of the complaint device, nothing being returned. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. The surgeon is experienced in the use and technique associated with this device, has been using for 2 plus years. The issue of reprocessing was brought up, however, the facility does not reprocess. The surgeon stated that it is possible that the scrub tech may not have loaded the inserter needle onto the applier correctly, speculation. At this point in time, neither the surgeon nor the facility feels that there will be any further follow-up as long as the status quo remains. The file is being closed, however, if at any time germane info is received, or evaluation performed and root cause established, those findings will be reflected in a follow up report. In the mean time mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.